Manufacturer narrative:
(B)(4). The customer is not returning the device. While on the phone with the customer, carefusion advised the customer to check for holes in the diaphragm, and the customer was able to find some. The customer decided to not return the unit for repairs. The diaphragm is changed regularly by the users, therefore no repairs are needed. The customer will change the diaphragm on their own.

Event description:
The customer reported that while on a patient, the ventilator started to alarm "low peep." The customer also reported that the diaphragm had a kink in it. The patient was removed from the ventilator during this event and was manually bagged. There was no harm to the patient.